Event description:
It was reported that product performance data was reviewed and classified as oversensing due to lead noise. The right ventricular (rv) lead remains in use. The patient was enrolled in the shockless clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, bi-ventricular defibrillator, (B)(6) 2010; 4194, implantable pacing lead, (B)(6) 2004. (B)(4).